Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(6), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter was returned to lfs for evaluation. However the evaluation is not yet completed, therefore no results can be drawn at this time. When the evaluation of the subject meter is complete, a supplemental report will be submitted.